Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery dropped from three years to three months in a span of eight months and then it reached elective replacement indicator (eri). Per battery calculation, the issue was confirmed that the battery was depleting slightly early. As of the moment, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery dropped from three years to three months in a span of eight months and then it reached elective replacement indicator (eri). Per battery calculation, the issue was confirmed that the battery was depleting slightly early. As of the moment, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction on e1 initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery dropped from three years to three months in a span of eight months and then it reached elective replacement indicator (eri). Per battery calculation, the issue was confirmed that the battery was depleting slightly early. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction on e1 initial reporter, the returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) battery dropped from three years to three months in a span of eight months and then it reached elective replacement indicator (eri). Per battery calculation, the issue was confirmed that the battery was depleting slightly early. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.